Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 527 mg/dl and 200 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he treated himself with an unspecified type of insulin based on the 200 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he does not have the strips, so no product will be returned for evaluation.